Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 1.1 would not open and required maintenance. The user rebooted the device, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1 was unresponsive and that all mini pockets failed to open during recovery and diagnostic attempts. Inspection revealed a fault indicated by a red status light on the drawer controller. A field service engineer (fse) replaced the drawer controller, powered on the station, and configured the drawer through the admin application before assigning it to drawer 1. Acceptance testing was completed in diagnostics with all pockets operating correctly. The customer then performed an inventory count in the application with no errors or delays, confirming full functionality. The system functioned as intended after field service engineer repaired the device.